Event description:
It was reported by the staff that the patient reported experiencing electrical faults (e-faults) on the morning of (B)(6) 2015. A driveline cleaning had been completed on (B)(6) 2015 (previously reported). E-faults were confirmed by the staff in the log files. A driveline cleaning was completed on (B)(6) 2015. Electrical faults were reproducible by manipulation of the driveline connector. Visual external inspection showed cloudiness on the green wire (same as last time - but this time more prone) and additionally on the blue wire. The cloudiness was visible all the way along the driveline from the exit wound to the driveline connector. Visible contamination within the driveline connector and controller connector were also noted. A huge amount of a white slimy substance was visible on both connectors. Two cleaning cycles were performed at approximately 1 minute each. The patient tolerated the pump off time during these 2 cycles. The pump with attached driveline remains implanted. The controller was replaced and received by the manufacturer on (B)(4) 2015. Analysis is in progress. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00493 and 3007042319-2015-00494) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00493 and 3007042319-2015-00494) submitted for devices related to the same event. Device remains implanted.